Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for routine follow-up. An alert for rv increasing lv pacing lead impedance was noted. Noise was not reproducible with isometrics. The alert was reset. The patient will continue to be monitored.